Manufacturer narrative:
Date of explant provided.

Manufacturer narrative:
Explant date: (B)(6) 2019.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over a year. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was taken on (B)(6) 2019.